Event description:
Tech alleged that the emergency trendelenburg lever is not functioning. No pt impact.

Manufacturer narrative:
The tech replaced the emergency trendelenburg valve to resolve the issue.